Manufacturer narrative:
The eval conclusion code only updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer noted that the morning of the questionable results a new procell bottle had been placed on the instrument. When the patient samples were repeated later in the day, following the replacement of the procell bottle, the correct results were received. The field service representative (fsr) visited the customer site and identified loose procell filters. The fsr also replaced the sipper probe. The investigation determined the root cause of the event was a loose procell filter when the procell bottle was replaced the morning of the event.

Event description:
The initial reporter complained of discrepant results for 24 patient samples tested for multiple assays on a cobas 6000 e 601 module. The questionable results were reported outside of the laboratory. No reagent lot numbers or expiration dates were provided.